Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/24/2014) . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial flutter (afl) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings. The customer replaced the catheter d132705 lot number 17047363m and the issue resolved. Then the replacement catheter lot number 17045748m was getting na on force even after zeroing the catheter. The catheter was replaced and the issue resolved. Then the us catheter 10438577 lost image intermittently. The catheter was replaced and the issue resolved and the case was completed without any patient consequences. The catheter (17047363m): upon following up with the customer, bwi received additional information on september 19th 2014 which is now indicative of a reportable event. It was stated the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The customer could not interpret the both bs ecgs and all ic recordings in spite of the presence of noise. In addition, the customer mentioned no catheter was close to the smarttouch catheter however it was being used in conjunction with hansen robotic sheath. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and catheter passed. During the analysis, a carto 3, screening test and coil disconnection tester and catheter failed the screening test. Further examination showed that the force sensor was within specifications. According to the test results and the force sensor readings, the improper condition was attributed to a potential pc board issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint cannot be confirmed. In addition, a corrective action has been opened to address and resolve the pc board issues in smart touch issue. The catheter (17045748m): upon receipt, the catheter was visually inspected and it was found in normal conditions. Electrical was performed and catheter passed all specification. No error was found. Force screen test was performed and catheter failed specification. Catheter was dissection for further investigation; however, catheter passed the continuity tests. No damage or defect was found with the wiring, sensor coils, soldering, or shorts. This concludes that the failure is related to the pcb board malfunction. The device history record was reviewed and no anomalies were found related to this complaint. No ncr, no retest and no scrap. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was confirmed. In addition, a corrective action has been opened to address and resolve the pc board issues in smart touch issue.

Event description:
It was reported that during an atrial flutter (afl) procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings. The customer replaced the catheter (B)(4), lot number 17047363m and the issue resolved. Then the replacement catheter lot number 17045748m was getting na on force even after zeroing the catheter. The catheter was replaced and the issue resolved. Then the us catheter (B)(4) lost image intermittently. The catheter was replaced and the issue resolved and the case was completed without any patient consequences. Upon following up with the customer, bwi received additional information on (B)(4) 2014 which is now indicative of a reportable event. It was stated the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The customer could not interpret the both bs ecgs and all ic recordings in spite of the presence of noise. In addition, the customer mentioned no catheter was close to the smarttouch catheter however it was being used in conjunction with hansen robotic sheath.

Manufacturer narrative:
(B)(4).